Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient the customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) using 2 different strip lots. The customer initially tested on their meter with a result of 2.9 inr using strip lot 36143711 expiring 31-may-2020 (strip lot a). "Within minutes" the customer tested on their meter using a different finger with strip lot 36887611 expiring 31-may-2020 (strip lot b) and got a result of 1.8 inr. The result using strip lot b was believed to be correct. The customer's therapeutic range was not provided.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 42%, donor 2 hct: 50%. Testing results: strip lot 361437-11, donor #1: retention meter and master lot strips: 2.1 inr, returned meter and customer strips: 2.1inr. Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and customer strips: 3.1 inr . Strip lot 368876-11. Donor #1: retention meter and master lot strips: 2.1 inr, returned meter and customer strips: 2.1inr. Donor #2: retention meter and master lot strips: 3.0 inr returned meter and customer strips: 3.1 inr ,. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.